Event description:
It was reported patient underwent total shoulder arthroplasty on an unknown date using competitor product. Consequently, patient was revised to a reverse shoulder prosthesis on (B)(6) 2014 due to failed total shoulder components. Subsequently, patient underwent a hemi-arthroplasty on (B)(6) 2014 due to loose glenoid. The glenoid was removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states,"loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." Number 14 states "14. Scapular notching and bone erosion has been reported with the use of reverse shoulder implants. Scapular notching may lead to early failure of glenoid fixation."